Event description:
Date of event is approximate. Following cochlear implant surgery the pt had mild facial paralysis. Approximately two weeks post initial surgery, the surgeon did a second surgery to evaluate the placement of the implant relative to the facial nerve. Reportedly, the device placement is appropriate. The pt's facial nerve function is improving, although some weakness is present.